Manufacturer narrative:
The model of the mesh system that was implanted was not indicated. Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with a pelvic mesh product suspension device in or around (B)(6), "201" and (B)(6), 2010 to treat her pelvic organ prolapse and stress urinary incontinence. It was alleged plaintiff suffered inflammation, serious bodily injuries, including, extreme pain, erosion of her internal tissues, dyspareunia, disability, mental anguish, and other injuries. Plaintiff's attorney also alleged plaintiff experienced significant mental and physical pain and suffering, undergone multiple surgeries and revisionary procedures and has sustained permanent injuries.